Manufacturer narrative:
Additional information confirmed that the cartridge tip was faulty as the lens had remained in the tip and was not able to push it as well, and the procedure was successful with back up lens. Hence codes were updated from "lens damaged" to "cartridge tip cracked/damaged and device advancement issue". As there is no patient contact, these codes and this report is no longer considered as reportable. The following sections are updated: section h6: adverse event problem: device code: updated as crack (1135) and failure to advance (2524) and the earlier code break (1069) is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable as there was no patient contact. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: reporter email address: unknown/not provided. Section e1: reporter telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens was faulty, damaged/faulty cartridge loader. The issue was identified during handling, prior to insertion and there was no patient contact. No further information is available.